Event description:
The customer reported in an email that there were exposed wires by the transformer box. In a follow up call by customer service the customer reported that they witnessed sparking.

Manufacturer narrative:
A replacement power supply was sent to the customer. Follow up with the customer is incomplete and ongoing. As of the date of this report the original product has not been received. Should additional information, or the original product be received resulting in new, changed, or corrected information, a follow up report will be file at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.